Event description:
It was reported that the tmj devices were dislocated and there was a second surgery performed to reposition the device. The procedure was completed successfully. There was no clinically significant delay, no medical intervention.

Manufacturer narrative:
Based on the investigation, there is no indication of any incorrectly working product or design, material, or manufacturing-related issue.

Event description:
It was reported that the tmj devices were dislocated and there was a second surgery performed to reposition the device. The procedure was completed successfully. There was no clinically significant delay, no medical intervention.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.